Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy, while device was being applied on the pulmonary parenchyma, the stapler did not fire. A new reload was used to resolve the issue. There was no patient injury.